Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable lead 1- wire was pinched causing the faults. The root cause for pinched wire could not be positively identified. No adverse event resulted from the damaged belt.